Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to high blood glucose. The cause of death was diabetes mellitus and a heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The caller is unsure if the customer was wearing the insulin pump at the time of admission or death. The customer was having a hard time with their diabetes, was in a shelter because of the hurricane, and did not have supplies with her so they were running high. The caller also stated that the pump was not working. The customer was not using sensors. The caller declined to return the insulin pump for analysis as its location is unknown.